Manufacturer narrative:
(B)(4). The device was exposed to electrocautery. After downloading the product code, normal function ensued.

Event description:
It was reported that during the pulse generator upgrade to biv ICD, while the physician was opening the pocket and using cautery the device exhibited common mode pacing. The patient is dependent and went asystolic. Max output pacing was performed through external pads and patient received CPR. The physician replaced the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.